Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E3: customer occupation = representative. G4 ¿ PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported the ngage nitinol stone extractor's basket broke during a ureteroscopy - laser stone procedure. The basket was inserted into the scope, then part of the wire of the basket detached leading into basket so the device was unable to open and close and the stones could not be properly grasped. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Additional information has been requested but is unavailable at this time.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Correction: d3, g1: email. Investigation evaluation: it was reported the ngage nitinol stone extractor's basket broke during a ureteroscopy - laser stone procedure. The basket was inserted into the scope, then part of the wire of the basket detached leading into basket so the device was unable to open and close, and the stones could not be properly grasped. Additional information was received 14feb2025: the device was tested prior to inserting it into the scope and it opened/closed properly. No stones were able to be extracted with the device. The patient did not have tortuous, calcified, or scarred anatomy. A laser was not used at the same time as the device. Another same type device was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control (qc) procedures, a visual inspection, and functional test of the returned device were conducted during the investigation. The returned ngage nitinol stone extractor was found to have a broken basket wire. The ends of the broken wire had a charred appearance, indicating exposure of the wire to a laser or other electrified instrument. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. A review of complaint history records shows no other related complaints associated with device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that that the device was manufactured to specification and there is no evidence that nonconforming product exists in house or in the field. A review of the IFU provides the following information: suggested handling instructions for extractors and forceps: caution: this device is conductive. Avoid contact with any electrified instrument. Important: excessive force could damage device. Cook has concluded that the cause of the issue was likely an inadvertent user error. The appropriate personnel have been notified, and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
H3: device has been returned and preliminary evaluation has been performed, however, our investigation is ongoing and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received (B)(6) 2025: the device was tested prior to inserting it into the scope and it opened/closed properly. No stones were able to be extracted with the device. The patient did not have tortuous, calcified, or scarred anatomy. A laser was not used at the same time as the device. Another same type device was used to complete the procedure.